Event description:
It was reported that an alert for non-sustained lead noise was triggered. Review of session records revealed low r-waves. Programming changes were recommended. An increase in lead impedance was also noted. The patient was mentally unstable, and the physician preferred to wait for the best time to bring patient back in. The patient physical state was fine and remote monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.